Event description:
During an in-clinic follow-up, the patient underwent magnetic resonance imaging (MRI) without enabling MRI settings on the device which caused the device to enter backup vvi (bvvi) mode. High voltage therapy was not available while the device was in bvvi mode. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.